Manufacturer narrative:
Section b5 was updated according to the clarification received. Internal complaint reference number: (B)(4).

Event description:
It was reported that, during surgery, the sc hm st 5-6 10mm ltmd rtla was not the same as the description and the labeling due to its wrong sizing. The procedure was completed, with a delay greater than 30 minutes, using a s+n back-up device. The condition of the patient is unknown.

Manufacturer narrative:
Results of investigation: the associated device was returned and evaluated. A visual inspection of the returned device did not confirm the stated failure mode. The device did not show any signs of mislabeling or labeling error. The dimensional evaluation confirmed the failure mode. The part was found to be out of tolerance for overall length and width for 71423035 (size 5-6), but all measurements are in tolerance for 71423036 (size 7-8). A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could be corroborated as the device was found to be the wrong size. A potential probable cause could included but is not limited to a manufacturing process error. Based on this investigation, the need for corrective action is not indicated. This event evaluated through our internal quality process and was determined to be isolated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during surgery, the sc hm st 5-6 10mm ltmd rtla was not the same as the description and the labeling on the box said, the device has the wrong sizing. The procedure was completed, with a delay grater than 30 min, using a s+n back-up device. The condition of the patient is unknown.